Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that the device fractured at an unknown time and unknown place.